Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 9th february 2009 and performed to specification up to the 14th july 2013. During this time the pad-pak was removed and re-installed on three occasions for periods of up to three months. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 16th july 2013 and the 22nd november 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Also during this period the pad-pak was removed and re-installed on three occasions for periods of up to 14 months. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Futhermore there was a slight fluctuation observed on the pogo-pins. However this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.